Event description:
It was reported that during use the medication leaked with a bd precisionglide¿ needle. The following information was provided by the initial reporter: drug leakage.

Manufacturer narrative:
Investigation summary: photo evaluation 1 photo was received for investigation. Unable to observed leakage from the photo. Sample evaluation 1 actual used sample without packaging was returned for evaluation. The 1 actual used sample was subjected to hub leak test to check for leakage and sample passed the hub leak test. A device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. Conclusion: unable to confirm the leakage as actual sample passed hub leak test. Therefore, root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the medication leaked with a bd precisionglide¿ needle. The following information was provided by the initial reporter: drug leakage.